Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp became hypoxic and experienced tachyarrhythmia. Later, the patient expired.

Manufacturer narrative:
The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the respiratory failure was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks